Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced fluid loss on the ipp leading to the revision surgery. During the procedure a small hole in one of the cylinders was noted. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.